Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set kinked tubing. Infusion set was in use for less than 24 hours. Patient's blood glucose at the time of issue was 185 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.